Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811014540, 510k #: k122433 and UDI #: (B)(4). Was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a surgery at l1-l4. On (B)(6) 2019, screw removal surgery was being performed as the fusion was achieved. Before starting the surgery, a pre operative CT was performed, which showed that the screw at left side of l4 was broken. During screw removal surgery, the broken screw could not be completely removed as the pedicle was narrow and there was a high risk in removing the screw. Hence, only the head part of the screw was removed while the tip part of the screw remained inside the patient's body. No health damage in the patient was reported.